Event description:
The customer reported via phone call that they were admitted hospital on (B)(6) 2022 for experiencing high blood glucose. Customer¿s blood glucose reading at the time of the incident was 400 mg/dl. Blood glucose level at the time of call was 306 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms of high blood glucose value. Customer was treated with intravenous insulin drip. Auto mode was active at the time of the event. No further patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with the original battery cap. No crack/damage noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Pump was programmed with a test guardian 3 link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly with audio alerts. The pump was monitored and no absence of alerts or unexpected suspend anomaly noted. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. The pump communicated properly and recorded the 89 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected pump/bg meter communication errors or anomalies noted during testing. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful.¿ the pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No sg/bg anomaly noted during testing. Programmed the current time and date and set the auto suspend feature. The auto suspend alarm was turned "on" and programmed the time to 1 hour. Monitored the pump for 1 hour and the auto suspend alarm feature is working properly. No auto suspend alarm anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs, high bgs and dka. Battery cap broken/cracked/damaged was not confirmed. Sg/bg anomaly, auto suspend alarm anomaly and unexpected suspend on low were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.